Event description:
It was reported that the customer experienced an elevated blood glucose level displayed as ¿high¿; however, a specific value was not provided. Cause was unknown. The customer administered a correction bolus using the pump and multiple daily injections. Reportedly, the customer continued to use pump for insulin therapy.